Event description:
It was reported that a sheath liner tear occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. Femoral access was obtained via the mildly tortuous femoral artery. A safari2 guidewire and unknown pre-dilatation balloon catheter were advanced through the 14f isleeve introducer sheath. Difficulty was encountered removing the balloon catheter through the tip of the 14f isleeve introducer sheath. The balloon catheter was inflated, deflated, and a second attempt at removal was unsuccessful. The 14f isleeve introducer sheath and balloon catheter were removed as a unit and a sheath liner tear and tip damage were noted. A new 14f isleeve introducer sheath was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
This supplemental report is being submitted with an update to sections: h6 component codes. H6 evaluation method codes. H6 evaluation result codes. H6 evaluation conclusion codes. Media review: one (1) photograph was provided to assist in the investigation and was reviewed by a boston scientific quality technician. The photograph showed the distal end of the 14f isleeve introducer sheath with expanded seams, sheath buckling, and tip damage. A balloon catheter protruded from the tip of the 14f isleeve introducer sheath and a portion of the distal end of the balloon catheter appeared to be inflated or not rewrapped. Seam expansion is expected during use of the device; therefore, this is not considered device damage. Analysis of the device photograph could not confirm the reported sheath tear.

Event description:
It was reported that a sheath liner tear occurred. Procedure summary: a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. Femoral access was obtained via the mildly tortuous femoral artery. A safari2 guidewire and unknown pre-dilatation balloon catheter were advanced through the 14f isleeve introducer sheath. Difficulty was encountered removing the balloon catheter through the tip of the 14f isleeve introducer sheath. The balloon catheter was inflated, deflated, and a second attempt at removal was unsuccessful. The 14f isleeve introducer sheath and balloon catheter were removed as a unit and a sheath liner tear and tip damage were noted. A new 14f isleeve introducer sheath was used to complete the procedure. Patient status no patient complications were reported.